Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's scs and drg ipg's were not placed into surgery mode was reported to abbott. Following the surgery the patient's scs and drg ipg's became inoperable. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer report number:1627487-2023-02558. It was reported that the patient underwent an unrelated surgery wherein the patient's scs and drg ipg's were not placed into surgery mode. Following the surgery the patient's scs and drg ipg's became inoperable. Surgical intervention may take place at a later date to address the issue.